Manufacturer narrative:
A review of the device¿s serial number history did not identify any similar complaints. The failure mode was confirmed, and the probable cause was determined to be an out-of-calibration condition. The issue was successfully resolved by recalibrating the 30 psi calibration value from 282 to 292 and 4 psi calibration value from 366 to 354. Following recalibration, the device passed the 30 and 8 psi occlusion pressure test with a measured value of 22.260 and 4.880 psi, which is within specification. The device subsequently failed the 30 psi occlusion pressure test, recording a pressure of 19.210 psi. The issue was successfully resolved by recalibrating the 30 psi calibration value from 292 to 270 and the 4 psi calibration value from 354 to 365. Following recalibration, the device passed the 30 psi and 8 psi occlusion pressure tests with measured values of 29.300 psi and 2.070 psi, respectively, which are within specification. A CAPA was initiated to investigate the root cause for this failure mode. Reference to complaint #: (B)(4).

Event description:
During testing at intuvie, the infusion pump failed the 30 psi occlusion pressure test, recording a pressure of 16.300 psi, which is outside the acceptable range of 22¿38 psi. The device also failed the ground resistance test with a measured value of 0.164 ohm. The acceptance criterion for this test is less than 0.1 ohm. The device was retested and passed the ground resistance test with a measured value of 0.067 ohm. The device subsequently failed the 30 psi occlusion pressure test, recording a pressure of 19.210 psi. No patient involvement was reported.